Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center found that the inner circuit board of the device was failed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was manufactured over 6 years ago. The device was manufactured over 4 years and 7 months ago. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the broken inner circuit board by an accidental failure. If significant additional information is received, this report will be supplemented.

Event description:
During the procedure, the user found that the endoscopic image disappeared after 5 minutes when the device was turned on. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.